Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: date of other essure related surgery: (B)(6) 2010 hospitalization (unknown date and cause) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623822) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menorrhagia and uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and uterine haemorrhage ("aub"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia and uterine haemorrhage outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: date of other essure related surgery: (B)(6) 2010 hospitalization (unknown date and cause). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Lot number: 623822 manufacturing date: 2007/03 expiration date: 2009/02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623822) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menorrhagia and uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and uterine haemorrhage ("aub"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia and uterine haemorrhage outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: date of other essure related surgery: (B)(6) 2010 hospitalization (unknown date and cause) . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: mr received. Reporter information, lot number added. Event medical device removal updated to event pelvic pain. New events added: dyspareunia and menorrhagia. On (B)(6) 2021: new event added: aub. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: date of other essure related surgery: (B)(6) 2010 hospitalization (unknown date and cause). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: pif received. Plaintiff address, date of birth added. Event injury updated to event medical device removal. Essure model number updated to ess205. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.